Event description:
Additional information was received that the revision surgery was done, and that the patient was receiving good therapy.

Event description:
It was reported that there were coupling issues, lead migration, a shocking and jolting sensation, stimulation in the wrong location, and a sudden loss of stimulation and therapeutic effect. Following the implant procedure the patient had repeatedly bent at the waist. Impedance testing, x-rays, and reprogramming was done. A revision was scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the type of revision was a pocket revision. The patient was noted to be doing fine. No further information provided.